Event description:
It was reported that technical services (ts) was consulted for programming assistance due to right atrial (ra) lead non-capture at 5v. It was noted that the patient had atrial fibrillation (af) and did not pace much in the right ventricle. Vdi was discussed, and ts explained that vdi was essentially vvir with ra sensing on. This pacemaker system was programmed to ddi with low output atrial settings. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.